Event description:
It was reported that the stimulation was turning on and the pt experienced pain at the tailbone. The pt was to meet with the physician in two weeks. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).